Event description:
It was reported that during a hemorrhoid procedure, the staple line did not form correctly. The surgeon over sewed the staple line to complete the procedure. There was no patient consequence.